Event description:
The user facility reported that the angio-seal anchor was stuck inside the tube of the delivering device and did not deploy in the femoral artery. The device pulled out. Manual compression was performed. There was no harm to the patient. Additional information was received on 24aug2023: the procedure was a coronary angiogram. The sheath size was a 7fr. There were no difficulties with any access. A pre-deployment angiogram performed. There were no issues with insertion, the only issue was during deployment.

Manufacturer narrative:
A1: patient identifier: not available due to popi act. A2: age & date of birth: not available due to popi act. A3: patient sex: not available due to popi act. A4: weight: not available due to popi act. A5: ethnicity: not available due to popi act. A6: race: not available due to popi act. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, unknown. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned sample included the polyfoil pouch, hemostasis sheath and carrier tube assembly. The returned sample was subjected to visual analysis. The carrier tube was mated to the hemostasis sheath. The locking mechanism was set to rear-lock position. The anchor was observed to be within the sheath. The returned sample was covered in dried blood-like substances. Functional testing was performed. The locking mechanism was set to forward-lock position. The anchor was observed to be released. The carrier tube was set to rear-lock position and the anchor was observed to become posted on the tip of the sheath. The anchor was pulled and the collagen and suture were released from the tip of the sheath. The tamper tube was not released. The sheath and carrier tube assembly were cut and the tamper tube was observed to be in the sheath. The outer surface of the tamper tube and the inner lumen of the carrier tube assembly were covered in dried blood-like substances. The complaint can be confirmed for non-deployment pullout. The exact root cause cannot be determined. The likely root cause is an obstruction in the arteriotomy prevented the anchor from posting to the tip of the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).